Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "had a guide wire for a midline get stuck today. The patient is now going to ir to see if they can get it out. As soon as I met resistance, I tried to pull back on the wire, but it wouldn't budge. So then I tried to pull the wire and needle out together. The needle came out, but the wire stayed in. . . We measured, and it appears to be 1.5cm that got stuck in the patient's arm." Additional information received 05/13/2022: "attempted to place midline to left brachial vein. Vein accessed without difficulty, however, resistance was met when inserting guide wire after about 10cm of insertion. Attempted to remove guide wire, but it became stuck. So an attempt was made to remove the guide wire with the needle, but guide wire remained stuck. Needle removed successfully. Rn (vat pcc) called for assistance. He also tried to remove guide wire as well, but was also unsuccessful. Measured external length of stuck guide wire and compared to an unused guide wire, and it appears to be 1.5cm that was stuck in pt's arm. Dr. Notified. Orders received for pt to go to ir to attempt guide wire removal. Report called to ir. They state they currently have a pt on the table. Guide wire stabilized with gauze, tape, and coban. Pt instructed to keep arm still and of the situation. Understanding verbalized. 20g piv started to right forearm for IV access. Spoke to ir after wire was removed. They did not save the wire, however, they stated that the wire had a small knot on the end of it."